Event description:
During an in office check, increased impedance and noise contamination were observed. Therefore, the physician decided to have an operation the same day. During the operation the v-lead was measured by a psa, and there was no reoccurrence of the above observation. The v-lead was exchanged for a new solia s. However, when the new v-lead was implanted and connected to the listed pacemaker, noise was observed and pacing failure occurred even at max output. Impedance was stable around 600ohms; however, it increased to approximately 1500ohms over time. The pacemaker was explanted and replaced.

Manufacturer narrative:
The pacemaker and the lead were returned for analysis. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Within the pacemaker analysis, no anomalies were noted. In particular, the impedance measurement function and a sensing test proved the device to be within specification. The manufacturing process for the lead and the pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Analysis results of the pacemaker: upon receipt, the pacemaker was interrogated and the memory content was analyzed. The follow-up history documented an increase of the ventricular lead impedance up to 1599 ohms bipolar respectively 1345 ohms unipolar on (B)(6) 2019. Furthermore, it was noticed that the device was reprogrammed to aai mode on (B)(6) 2019. Please note that in aai mode the predefined polarity during the right ventricular threshold / sensing test is unipolar. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A sensing test was performed and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.